Manufacturer narrative:
A1: patient identifier: unknown. A2: date of birth: unknown. A5: ethnicity: unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact name: unknown. E1: address: unknown. E1: telephone number: unknown. E2: healh professional: unknown. E3: occupation: unknown. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. History investigation of the involved product code and lot number no anomaly was found in the results of the history investigation. Based on the investigation results, no anomaly was found in the history of the involved product code/lot number. However, since the actual device was not returned and the investigation of it could not be performed, it was not possible to clarify the cause of occurrence. The IFU of this product includes the following directions: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Please refer to section h10 for the related reports. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical received an FDA medwatch report#: mw5186170. The event description states: "on (B)(6) 2026 at approximately 10:15 am, during a peripheral vascular intervention (aortogram with runoff via popliteal approach for 100% chronic total occlusion of the distal left superficial femoral artery) in the cardiac catheterization lab, a terumo radifocus glidewire advantage was being removed from the patient's vessel when the distal tip fractured and separated from the wire body. The retained wire tip is located in the left leg, distal superficial femoral artery, in a subintimal position. The fragment was not causing acute risk for harm at the time of the event. No injury to the patient at the time of the event. The patient was discharged the same day with plans for follow-up intervention in approximately two weeks to place a stent at the site of the retained wire fragment. The attending physician discussed the event, activity modifications, and warning signs with the patient and family prior to discharge. The device and original packaging are retained by the facility risk manager and available for evaluation. Device was a single-use disposable guidewire used within its indicated purpose. No reuse. No alarm applicable. Wire was within its labeled expiration date: (07/2027). Fracture occurred during routine removal, not during advancement or navigation. Proximal portion of the wire was successfully removed. The operator was the attending physician. The facility has quarantined the device (proximal portion) and original packaging for potential evaluation."